Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-apr-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 20-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimul ator (ins) for spinal pain. It was reported that the patient was having relief with their spinal cord stimulator and then about two weeks ago they stopped getting any relief at all. No factors that may have contributed to the issue was reported. It was reported that reprogramming was done, and repeat x-rays were done. A lead migration was reported. It was indicated that the issue was not resolved at the time of the report. No surgical intervention occurred or was planned. It was reported the event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that actions taken to resolve the patient's loss of therapy due to their lead migration was the patient was reprogrammed with new settings. It was reported that the issue was resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.